Manufacturer narrative:
The investigation has determined a non-reproducible, higher than expected vitros tropi es result from a patient sample was processed using the vitros 5600 integrated system. The most likely assignable cause is instrument related as a precision test performed by the customer was outside ortho acceptable guidelines indicating that the instrument was likely not performing as intended at the time of the event. An ortho field engineer performed cleaning and service actions to multiple analyzer subsystems and following service actions an acceptable within-run precision test result was reported indicating the vitros 5600 system was performing as expected post fe actions. Based on historical quality control results, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2870 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a patient sample processed using the vitros 5600 integrated system patient sample result of 0.372 ng/ml versus the expected result of 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. No treatment was altered, initiated or stopped based on the reported results and a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).